Manufacturer narrative:
It was reported that a bilateral patient received a right r3-total hip arthroplasty system. Three years later, they were diagnosed with elevated chromium cobalt ions levels, and an MRI-mars showed significant fluid collection in both hips. They also started developing pain over the lateral aspect of their leg and when sitting. Therefore a revision surgery was performed to treat an adverse local soft tissue reaction. During surgery a seroma and fretting/corrosion was found at the modular taper junction; and the metal liner, modular head and sleeve were exchanged. No other complications were reported. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. A review of the historical complaints data for the alleged devices was performed using batch numbers, part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the cup and liner and no other similar complaints have been identified for the sleeve, and this failure will continue to be monitored via routine trending. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. The review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions are required. The available medical documents were reviewed. A clinical root cause could not be determined. Although the reported pain, elevated metal ions, and altr are consistent with metal debris the clinical root cause of the reported clinical reactions cannot be definitively confirmed. The patient impact beyond the reported revision could not be determined. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Manufacturer narrative:
Internal reference number: (B)(4). H10: smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report.

Event description:
It was reported that, on (B)(6) 2010 a bilateral patient received a right r3-tha system. Three years later, they were diagnosed with elevated chromium cobaltions levels, and an MRI-mars showed significant fluid collection in both hips. They also started developing pain over the lateral aspect of their leg and when sitting. Therefore a revision surgery was performed on (B)(6) 2013, to treat an adverse local soft tissue reaction. During surgery a seroma and fretting/corrosion was found at the modular taper junction; and the metal liner, modular head and sleeve were exchanged for bolo delta ceramic liner and head components. No other complications were reported.